Event description:
It was reported that during a stent placement procedure in the right external iliac artery through the left common femoral artery, the stent allegedly partially dislodged upon attempted delivery. Reportedly, the stent was removed along with the stent balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4: (expiry date: 01/2025). H11: section a: through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo stent was received for evaluation. During visual analysis, the stent was noted to be dislodged proximally on the balloon. No other anomalies were noted on the received sample. No further functional testing was performed. Therefore, based on visual analysis, the investigation is confirmed for the reported stent dislodgment issue as the stent was observed to be dislodged. A definitive root cause for the reported stent dislodgment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right external iliac artery through the left common femoral artery, the stent allegedly partially dislodged upon attempted delivery. Reportedly, the stent was removed along with the stent balloon. There was no reported patient injury.